Event description:
It was reported that the patient was admitted for renal dysfunction on (B)(6) 2024. A cardiac catheterization was performed with pulmonary artery (pa) systolic pressure 22 mmhg, pa diastolic pressure 12 mmhg, pulmonary artery wedge pressure (pcw) 16 mmhg, and cardiac output 3.6 l/min. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal failure, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.